Event description:
As reported by the user facility: staff report over infusion: heparin drip with new IV tubing hung at 2047. Rate ordered was 400 units per hour (4cc per hour). Pt had ptt done that was greater than 150. Because the rate on the pump had not changed, the rn repeated the lab, with the same result. Rn noticed that the bag was 3/4 empty. Pump, IV tubing removed from svc and taken to biomed. Per biomed: the tubing was inserted appropriately. The amount of heparin left in bag was 78 ml. Per biomed, the pump history reflected an accurate infusion in correlation with the selected drip rate. Please refer MFR report # 2523676-2013-00183.